Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient had been lost to follow-up and presented for an unknown reason with unknown symptoms. Upon evaluation the cat scan showed that the bifurcated stent graft was 5.5 cm below the renal arteries; however, the patient was asymptomatic. The cause of the stent graft migration was due to disease progression where the aortic neck was now conically shaped measuring 29 mm just above the aneurysm and it was 1.5 cm in length. The decision was made to implant a 36x16x14 endurant bifurcated stent graft and a 16x16x93 endurant iliac limb as a planned intervention and this successfully resolved the stent graft migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient¿s condition affected effectiveness of device (disease progression; dilated and conical neck). Conclusion: known inherent risk of a procedure (stent graft migration, endoleak); device failure related to patient condition (disease progression; dilated and conical neck).